Manufacturer narrative:
Based on the legal manufacturer's investigation, the DHR was reviewed and no issues were identified that could have caused or contributed to the reported issue. We could not confirm any factor from the design nor structure of the device that would cause the reported event. The user facility confirmed the nurse accidentally hit the lid with the scope, which caused the crack. In the event the top cover is cracked, it is possible to safely detect an abnormality by performing the following inspections as described in the instructions for use, under chapter 3: inspection before use, section 3.2: inspecting the lid and lid packing. ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. ¿ the lid is not cracked, broken, or otherwise damaged. ¿ the packing is not cracked, torn, or otherwise damaged. ¿ the packing is not separated or detached from the lid. ¿ the lid can be properly opened and closed without rattle. If any irregularity is found, do not use the equipment and contact olympus.¿

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched. The fse verified and replaced the broken lid. The software attributes have been verified and confirmed. The device was repaired according to regulations. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that an oer-pro had a cracked lid. The user accidentally hit the lid with the scope and damaged it. No patient involvement or injuries were reported. No additional information has been obtained.